Event description:
Infinity pump alarming "err 10" and cannot turn off pump to trouble shoot and resume feeding. Pump failure during feeding. Diagnosis or reason for use: feeding difficulties/paralysis.